Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported via personal interaction that during a rotator cuff repair while surgeon was using a premiere90 electrode for a few minutes, the output became out of order and it was found that the metal component on the tip had been lost. The device was received and evaluated. Visual inspection revealed that  the cable and the connector are in good condition as well as the pins. The suction tube shows saline residues. When reviewing the tip, it was evident that the metal plate was missing. Due to the condition of the electrode tip, the device was sent to the supplier for further evaluation. Supplier evaluation result for vapr premiere 90 electrode: the device has not been returned in its original packaging, the device shows evidence of activation with tissue debris being visible, the active tip of the device is confirmed to be missing from the distal assembly. A closer inspection shows that it is the top section that is missing and the leg of the tip remains in place, the surface of the active tip leg would suggest that the device was used post fracture (rounded edges), the suction tube of the device appears in good condition with only minor evidence of saline residue, the shaft, handle, cable and plug of the device does not show any obvious visible damage, and is in an as expected condition, two impressions have been left in the heat shrink. Electrical testing not conducted due to the condition of the device. Functional testing not conducted due to the condition of the device. Further investigation: since the missing section has not been returned with the device this cannot be inspected. However, a closer inspection of the active suction tube within the distal section of the device was conducted. Evidence shows that the suction tube of the device is intact with the lowermost part of the active tip restrained within as designed. Historical evidence has shown that active tip failures fail by erosion of the suction tube of the device. In this instance this is not the case, and the failure is more likely as a result of a mechanical bending moment applied to the tip causing a fracture to the leg of the device. It is also possible that the integrity of the active tip may have been substandard resulting in a weaker tip, requiring less force or bending moment to cause this failure. The device has been used post fracture as the failure surface is rounded with no sharp edges¿. Summary: the customer claimed that the metal component at the tip was missing after a few minutes use. It was discovered that the top section of the active tip has fractured leaving the leg of the tip in place. Visual inspection of the tip confirms the missing tip as reported by the end user. The exact root cause remains as unknown. It may be possible that the broken tip has been caused by a defect within the tip component however this cannot be confirmed and a CAPA request has been already been initiated to investigate this failure mode further in an effort to determine root cause. A manufacturing record evaluation was performed for the finished device [u1909007] number, and no non-conformances related to the reported complaint condition were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [u1909007] number, and no non-conformances related to the reported complaint condition were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via personal interaction that during a rotator cuff repair while surgeon was using a premiere90 electrode for a few minutes, the output became out of order and it was found that the metal component on the tip had been lost. Device was first use when issue occurred. No surgical delay or patient consequence reported. Additional information provided by the affiliate reported the procedure was completed with a back-up device and a surgical delay did not occur. The affiliate also reported it was confirmed the tip of the instrument was intact at the beginning of the procedure. Reported that the surgeon did not retrieved the metal tip but it was not found in the patient's body, which was confirmed by x-ray.